Event description:
Intraoperatively during the robotic revision of sleeve gastrectomy to duodenal switch, the robotic sureform 60 da vinci intuitive stapler device with sureform 60 da vinci reload had an incomplete firing cycle. The stapler fired the load only halfway and did not release properly leaving the jaw stuck closed. The surgical assistant was able to open the stapler jaws using the manual dial on the outside of the stapler. The misfired reload was removed from patient and discarded. The misfired reload had an exposed blade and was discarded in sharps bin in the operating room by scrub tech. The misfired stapler device was labeled and red-bagged. Given to materials management personnel for vendor reimbursement.